Manufacturer narrative:
The product was not returned for analysis. The part number and lot number of the device were not supplied; therefore, no device history records could be reviewed. Unable to determine cause of complaint.

Event description:
It was reported that the hemovac drain had become disconnected at the connection site near the bulb and was leaking drainage in the pt's bed. The drain was reconnected without problem or further leaking. Nothing occurred that caused or contributed to the device breaking. This is one of two different occurrences that were involved with two different pts, unfortunately both devices were discarded. Medwatch 1526350-2014-00047 is associated with this report to address the add'l occurrence reported.